Event description:
Perigraft liquid was observed along the whole length of the graft after implantation in axillo-bifemoral position. Note that no drains were placed immediate post-operatively. No intervention has been taken place to evauate the fluid collection.